Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues; the runs and controls for the wls in question were normal. Pas informed that samples could be stored at 2-30 degrees celsius for up to six days after testing. Fas informed customer that freezing the lysis tubes (samples) is off package insert (pi) and recommended that they follow pi. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)) aptima sars-cov-2 ((B)(4)) and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Hologic field applications specialist (fas) reported on behalf of customer one sars-cov-2 tma run, (B)(4), on panther instrument sn (B)(4) which had two discrepant samples. The samples initially tested positive, then were frozen at -20 degrees celsius for storage. The samples were negative after being thawed and retested.